Manufacturer narrative:
Product analysis summary: the device returned with the sheath and stylette loaded. The tapered end of the sheath was split. The sheath could not be removed due to stent deformation. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 82% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. Resistance was encountered. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy, meaning the event was procedural related and not device related. The patient is alive with no injury.